Manufacturer narrative:
(B)(4). Evaluation of the returned device found that an anterior cuff miss occurred as evidenced by the anterior cuff remaining in the foot pocket and the anterior needle was undisturbed, indicating that there was no engagement between these 2 components during needle deployment. The anterior cuff miss subsequently resulted in a failure to retrieve the suture as reported. During testing, the plunger was inserted to test the needle trajectory and push mandrel travel and the results were acceptable. The anterior cuff successfully captured the anterior needle during the plunger insertion. Based on the investigation findings, the probable root cause for the anterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, when the plunger was pulled back no suture was attached, a cuff miss occurred. A second proglide device was used with the same results. A non-abbott device was used to achieve hemostasis. There were no adverse patient effects reported. Though requested, no additional information was provided.

Event description:
It was reported that a tech trained in the use of the perclose proglide device attempted arteriotomy closure of the right femoral artery after an interventional procedure. Reportedly, after the plunger was removed, no suture was present. The device was rewired and removed. Another proglide device was used to achieve hemostasis. There was no adverse pt sequela. No add'l info was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete. A f/u report will be submitted with add'l relevant info.